Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product: distal femoral xt component size b right; item# 00585004202; lot# unknown. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through pmi that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient plans to be revised with a custom coupler to create a total femur construct due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.